Manufacturer narrative:
(B)(4). Device code 3123 relates to 1562 for the reported event of the distal tip separation. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an upper gi esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the tip of the gold probe separated from the distal end, but remained attached to the device. Reportedly, no packaging damage was noted, and no difficulty was encountered while removing the gold probe from its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an upper gi esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the tip of the gold probe separated from the distal end, but remained attached to the device. Reportedly, no packaging damage was noted, and no difficulty was encountered while removing the gold probe from its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the tip was detached from the catheter, but the distal part of the catheter presents threads marks, remnants of the wire attached to the catheter and the presence of glue at distal part of the catheter. A dimensional check of the ceramic tip outer diameter and the catheter inner diameter was performed; both dimensions met specification. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the distal ceramic tip was detached from the catheter. During manufacturing, gold probe devices are 100% inspected for visible issues so the separation likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an upper gi esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the tip of the gold probe separated from the distal end, but remained attached to the device. Reportedly, no packaging damage was noted, and no difficulty was encountered while removing the gold probe from its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.